Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stripes on the image. The event occurred during set up, before the was patient in room.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, error b31 occurred, and no image was displayed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunctions, the video cable was broken and therefore error b31 occurred and no image was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.